Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted cutting guide confirmed one of the two saw captures has disassembled from the device. The root cause is being attributed to product wear out based on the overall condition of the returned device. Based on the investigation determination of wear out as the root cause, the need for corrective action is not indicated. Although this investigation did not establish the need for corrective action, a new patella resection guide (B)(4) sigma hp pat res guide has been designed and does not contain similar bridge washer to bridge features. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Saw guide plate has broken off.

Manufacturer narrative:
Device available for evaluation: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.